Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, heavily calcified lesion in the moderately tortuous mid peroneal artery. The armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion without resistance noted. When the pressure reached 8 atmospheres on the first inflation, the balloon ruptured. A new, same size armada 14 pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture and the noted leak at the distal end of the strain relief. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.